Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the freestyle libre reader. Customer reported the reader would not power on with button press and he was therefore unable to monitor glucose levels. Customer experienced unspecified symptoms of "undersugar" and was unable to self-treat, so a non-hcp provided oral "grape sugar" to the customer as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The meter powered on with button press. No malfunction or product deficiency was identified.

Event description:
A button issue was reported with the freestyle libre reader. Customer reported the reader would not power on with button press and he was therefore unable to monitor glucose levels. Customer experienced unspecified symptoms of "under sugar" and was unable to self-treat, so a non-hcp provided oral "grape sugar" to the customer as treatment. There was no report of death or permanent injury associated with this event.